Event description:
It was reported that an arrhythmia occurred. A 23mm lotus edge valve was implanted successfully without any reported issues. Following implant an increase in the patient's q-r interval required a permanent pacemaker implant. The patient's status is currently good.